Event description:
It was reported that a left tka, underwent a revision procedure. The patient presented with complaints of pain. They needed to be revised due to the wrong packed liners. Massive wear reported. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. The report indicated no x-rays were needed; therefore none are available. The explant is available for return. Images of the implant were provided. No further information.